Event description:
The report received from the affiliate indicated that while preparing for a procedure, when the physician took the (B)(4) dura star 3.5 x 10 balloon catheter product/inner packaging from the outer box, he noted that the packaging was not sealed properly. The sterility was said to be compromised. There was no damage noted to the outer box. The product was not clinically used in the patient. There was no reported patient injury. The physician used another product to complete the procedure successfully. The product was stored properly according to the instructions for use (IFU).

Manufacturer narrative:
The report received from the affiliate indicated that while preparing for a procedure, when the physician took the sakura dura star 3.5 x 10 balloon catheter product/inner packaging from the outer box, he noted that the packaging was not sealed properly. The sterility was said to be compromised. There was no damage noted to the outer box. The product was not clinically used in the patient. There was no reported patient injury. The physician used another product to complete the procedure successfully. The product was stored properly according to the instructions for use (IFU). The product was returned for inspection. One non-sterile sakura dura star 3.50 x 10 was received coiled inside the original pouch. The pouch was received dirty and wrinkled. The pouch was noted opened 2 cm at the middle section of the supplier seal. No other anomalies were observed. The supplier seal was measured near the open seal using a gauge 4mm (go or not go) and it was found within specification. During the microscopic analysis was observed that the supplier seal was opened, however transfer material was observed on the film of the open section. The pull test (supplier seal) of the pouch was performed and was found within of specification. The unit was received by the pet team, and it was concluded that there are controls to detect this type of defect. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed; however the exact cause could not be conclusively determined. It is not possible to determine what factors may have contributed to the wrinkled and dirty condition of the pouch. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process since there was evidence of the seal observed in the opened area and controls are in place to detect this kind of defect during the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.